Event description:
The consumer was using the 9-year-old jasmine lift, when the holding screw on the boom fell causing the hanger bar and sling hook to fall to the ground. The patient sustained a fractured hip requiring surgery.

Manufacturer narrative:
This event in occurred in australia involving a 9-year-old jasmine lift. Invacare is filing this report because this device is also sold in the u.s. This device was manufactured at invacare suzhou in may 2014, exceeded its service life of 5-years as stated in the user manual 1150704. Invacare suzhou is no longer in business, therefor this report is being filed under invamex where the lifts are currently manufactured. This failure appears to be due to the screw/nut becoming stripped leading to the hanger bar becoming detached. The scale was discontinued in nov 2015, and an alternative design is now used. It has been requested the device be returned for an investigation. As of 10/12/2023, the lift has not been received, therefore, it is not yet possible for invacare to determine the cause of the incident.